Manufacturer narrative:
This report is submitted on xxxx 2016, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the audiologist, the patient experienced a performance decrement and discomfort. Reprogramming attempts were made; however this did not completely resolve the issue. The device was explanted on (B)(6) 2018 and the patient was reimplanted with a new device during the same surgery.